Event description:
Complainant alleged that during biomedical testing and routine preventative maintenance, the device would not power on. The complainant indicated that there was no pt involvement in the reported malfunction.